Event description:
During follow-up on earlier reported cases, the surgeon reported an additional event of a "fiber in the eye" that occurred 1.5 years ago that he did not report at that time. The surgeon stated that the pt did not notice the fibers, and it was not visible under the microscope during surgery. The fiber was detected during the post-op exam. Additional info was received on 9/8/08. The surgeon reported that the fiber was stuck in the anterior chamber and had to removed during a second procedure. The surgeon stated that the pt outcome as good. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available.